Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they had a high blood glucose level of 484 mg/dl which they treated with a manual injection. The insulin pump had a blank display. They inserted a new battery and the display returned. They had received a battery out limit alarm. Troubleshooting was performed for the blank display. The device will not be returned for analysis.